Manufacturer narrative:
D9: 11-mar-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The cause was identified to be the latch was inoperable. The latch was replaced to address this issue. However, the device is not usable when the latch will not close, and therefore this is no longer considered a reportable malfunction.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the latch will not register when locked. Found during testing.